Manufacturer narrative:
A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the shorter length pump exhaust tubing. Testing revealed this to be a site of leakage. The presence of surface abrasion was also noted on both pump exhaust tubes, pump inlet tube and the exhaust tubing of cylinder 2. No functional abnormalities were found with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the exhaust tubes were overlapping each other. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the shorter exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. No patient injury was reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient was unable to pump and the implant had no fluid. There was a reported hole in the tubing from pump to right cylinder. The device was removed and replaced.